Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the cause for the system error message during the tee procedure was due to a software bug that causes a communication error when the "shareddatacommunicatorbase" component tries to communicate with the singapore component. The final solution for this problem was resolved in a new software release for the sc2000 ultrasound system.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the initial reporter name and address (see section e1), update the initial reporter information (see sections e2,e3), update device evaluated by manufacturer (see section h3), correct/update the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during a transesophageal echocardiography (tee) study, the ultrasound system prompted an unspecified error message. The user was able to complete the procedure without changing any equipment. It was further reported that some images showed manual measurements but it was not necessary to repeat the study because there was no loss of data. There was no patient or user injury reported. No additional information was provided.